Event description:
It was reported that the permanent cautery hook instrument started to smoke where the insulation is (at the joint and insulation) during a da vinci prostatectomy procedure. The technician removed the instrument and it was warm. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument distal pulleys had char marks. The char marks were located where the distal idler pulley intersected with a conductor wire with the damaged insulation. Failure analysis also observed that the conductor wire had damaged insulation. The damaged insulation likely contributed to the char marks on the distal idler pulley. The evidence was inconclusive, but the damaged insulation was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.